Manufacturer narrative:
While testing the device at the customer the pcb pneumatics and the mixer cartridge for the air dosing were replaced and sent to the manufacturer for examination. The analysis of the pcb pneumatics revealed no abnormalities. In the analysis of the mixer cartridge it was found that the dosing tappet was soiled due to abrasion. This contamination led to a sluggishness of the tappet in its bearing, which led to a higher current consumption that temporarily overloaded the power supply and thus led to the reported warmstarts. The problem of the mixer cartridge was detected by the internal monitoring software. The device has behaved as specified for the malfunction and has performed warmstarts in order to restore the ventilation. During a warmstart, the evita opens the breathing system to allow for spontaneous breathing. This entire process is accompanied by an alarm. After reviewing all current incidents, the remaining patient risk of evita is within the acceptable range and even several potencies below the risk chart's defined risk limits.

Event description:
It was reported that while in use the device switched off and on again three times by itself. No injury was reported.